Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -9.0/+1.5/073 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial; visual inspection found no visible damage (B)(4).

Manufacturer narrative:
Ucva, instead of bcva, was reported. Previous device code (B)(4) was incorrect; (B)(4) (secondary surgery) was a patient code instead of a device code. (B)(4).

Event description:
The patient's post-op uncorrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4).